Manufacturer narrative:
Correction, d9. The reported event could be confirmed, based on the medical expert opinion provided for the imaging. The device inspection was not possible as the product was not returned for investigation. However, based on images provided medical expert opinion stated below: "based on the provided images, the fixation appears successful, with the implanted components well-positioned. Routine tissue cultures and frozen specimens ruled out infection, indicating no impact on the polyethylene (pe) component. However, imaging reveals polyethylene damage due to instability and repeated subluxation, likely caused by edge-loading. While insufficient soft tissue tension is a common contributor to instability. The exact root cause remains undetermined due to limited data". A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient underwent a revision surgery due to patient's shoulder being unstable for approximately two months. Tissue cultures and a frozen specimen were collected and showed no bacterial growth. The instability and frequent dislocations had resulted in wear of the +0 thickness poly. Postoperatively, the shoulder was reduced and stable.

Event description:
It was reported that the patient underwent a revision surgery due to patient's shoulder being unstable for approximately two months. Tissue cultures and a frozen specimen were collected and showed no bacterial growth. The instability and frequent dislocations had resulted in wear of the +0 thickness poly. Postoperatively, the shoulder was reduced and stable.

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.